Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of wound dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: wound dehiscence. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left-side "wound dehiscenc". Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec and opening. A microscopic analysis was performed which identify four punctured opening, consist with use of a surgical tool. Based on the device analysis the final assessment is four puncture opening on anterior due to surgical damage like.

Event description:
Healthcare professional reported a left-side "wound dehiscence." Device was explanted.